Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2247430: 105 items manufactured and released on (B)(6) 2023. Expiration date: 2028-04-01. No anomalies found related to the problem. To date, 62 items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2247038 lot 2247038: 100 items manufactured and released on (B)(6) 2023. Expiration date: 2028-01-31. No anomalies found related to the problem. To date, 66 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully.